Manufacturer narrative:
A report was received that confirmed all broken pieces of the lead were removed from the patient. Product investigation was completed and visual inspection found that the lead was frayed approximately 8.5 cm from distal end. The cables are exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degrees. An angle of more than 45 degrees increases the risk of lead damage.

Event description:
A report was received that a lead fracture was found right below the contacts during a trial procedure. A new lead was used to complete the procedure. There were no further issues and the patient had great coverage post operatively.

Event description:
A report was received that a lead fracture was found right below the contacts during a trial procedure. A new lead was used to complete the procedure. There were no further issues and the patient had great coverage post operatively.